Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the lid switch assembly. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further evaluation of the device, physio-control observed that the device powers itself on when the battery is inserted and the device would not turn on when the lid was opened. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with this event.